Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/14/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one open sample that pertain to product code z316h. During the visual inspection of sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification for suture remnant, and none was observed. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. Based on the information currently available, iight swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through quality system.

Event description:
It was reported that a patient underwent a roux-en-y procedure on (B)(6) 2022 and suture was used. The sutures popped up the needle like it was a pop off. The surgeon was just pulling the needle through the tissue. The needle stayed on the needle holder. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of sutures that popped up the needle during this procedure? What is the lot number? Event related to mw # 2210968-2022-08565. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.